Event description:
It was reported, "we had three incidents in pediatric ward where the tubing disconnected from the hub with the below highlighted product. Unfortunately this is extremely unsafe given there is a breach in the integrity of central venous devices and also it is being used as a connector between the IV fluid bag and huber needle in oncology children." This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.